Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead warning triggered, and the right ventricular (rv) lead exhibited infinite impedances and intermittently increased thresholds. Additionally, the lead exhibited oversensing that the physician was able to reproduce in the clinic, as well as undersensing in the form of low r waves. A lead fracture was suspected. The lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.